Event description:
It was reported that foreign matter was found in the bd vacutainer® sst¿ blood collection tube before use. The following information was provided by the initial reporter, translated from chinese to english: "before use, the customer found 1ea tube has fm in it."

Manufacturer narrative:
H.6. Investigation: bd received sample, photo and video from the customer facility for investigation. The sample, photo and video were evaluated and the customer¿s indicated failure mode for fm in tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd vacutainer® sst¿ blood collection tube before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the customer found 1ea tube has fm in it."